Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead, 11.9cm from the connector tip was returned. Analysis found a fracture at 2.9cm from the rv connector tip due to fatigue.

Event description:
It was reported that the patient presented in the hospital with chest pain. High impedance was noted. The lead was capped and a portion was returned.